Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va150sb, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the system was removed and during the lead removal the 4 electrodes broke off, and the healthcare provider decided to leave it in the patient. No patient symptoms were reported. No further complications were reported.